Event description:
Total needle disengagement and accidental spillage with a cosmoplast syringe. During priming of the syringe, the needle popped off and all the product spilled out. No pt or physician injury occurred. This event is being reported due to the possibility of a reportable injury occuring with a future incident.

Manufacturer narrative:
We have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint. Lab analysis concluded that the event was not component related.